Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end-of-life message and spinal cord stimulator (scs) lead had migrated. The patient was experiencing pain that needs to heal and little bit of redness. The patient underwent an explant procedure, and lead was disposed by facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: 5005308. UDI: (B)(4).